Event description:
It was reported that the device failed to power on battery power. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly at the failure analysis center and was unable to duplicate the reported no dc power failure. However, the assembly failed to operate on ac power and charge the installed battery on a test mock-up device. The root cause of the malfunction was determined to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 open.